Event description:
It was reported that during stent assisted coil embolization procedure in a patient with anterior cerebral artery (aca) aneurysm, there was resistance when the subject stent was advanced through the microcatheter and when adjusted it, the subject stent deployed prematurely in the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during stent assisted coil embolization procedure in a patient with anterior cerebral artery (aca) aneurysm, there was resistance when the subject stent was advanced through the microcatheter and when adjusted it, the subject stent deployed prematurely in the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual inspection, the device was returned with a catheter. (Catheter was intact) the stent was seen to be deformed. The stent delivery wire (sdw) and introducer sheath were not returned. During functional inspection, the returned catheter was flushed and a patency mandrel was attempted to be advanced through, but resistance was felt approximately 6cm past the hub, an attempt was then made to advance the mandrel distally through the catheter, the mandrel advance without difficulty pushing the deployed stent out through the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent friction could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. The device was returned for analysis with a catheter. Functional testing was carried out during device analysis to remove the deployed stent from the returned catheter and once the stent was removed was found to be deformed. The sdw and the introducer sheath were not returned for device analysis. Its likely the damage caused to the device was due to manipulation of the device when the reported resistance was felt during the clinical procedure. The as analyzed as well as the as reported event of stent deployed prematurely during use, the as reported event of stent friction and as analyzed event of stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.